Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +0.0d) was implanted in the sulcus as a secondary intraocular lens. After 3 light treatments, the patient's best corrected vision was decreased. After evaluation by rxsight, it was determined that the lal+ had rotated and shifted from its pre-adjustment position in the sulcus. The lal+ was subsequently explanted.